Manufacturer narrative:
A complete lead was returned for analysis. Insulation damage was confirmed by the laboratory and was consistent with damage sustained during procedure. The lead was tested and no further anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise that was oversensed. Inspection revealed a large insulation breach near the suture sleeve. The lead was removed and replaced on (B)(6) 2019 and the patient was stable post-procedure.